Event description:
It was reported that the procedure was to treat a fistula with an acute angle in the stenosed radial artery. The hi- torque (ht) 014 balance middleweight (bmw) hydro guide wire had no resistance during advancement or removal, however, the tip broke and was retrieved using a gooseneck snare device. Another ht bmw was used to complete the procedure. There was no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported tip separation and treatment appears to be related to case circumstances of the procedure. Based on the reported information, it is likely that during advancement the guide wire tip became damaged. Further manipulation likely resulted in the tip separation. The separated tip was ultimately retrieved using a gooseneck snare device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified artery. The hi- torque (ht) 014 balance middleweight (bmw) hydro guide wire tip broke and was retrieved using a gooseneck snare device. There was no reported adverse patient sequela and there was no reported significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: it was reported that the procedure was to treat a fistula with an acute angle in the stenosed radial artery. The hi- torque (ht) 014 balance middleweight (bmw) hydro guide wire had no resistance during advancement and withdrawal. Another ht bmw was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.